Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump speaker was not beeping as "crisply" as it once used to and that it was difficult for the customer to hear. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose was approximately 350 mg/dl. Customer reverted to manual injections for alternate insulin therapy.